Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins was depleting quickly. The patient would charge at night and ¿it¿s gone¿ in the morning and it also took longer to charge the ins. The rep reported that the patient also reported shocking during recharging at the connection point where the recharger cord meets the paddle piece. The rep also reported that the patient saw software problem rm04 message on (B)(6) 2019. The patient hadn¿t been recently reprogrammed or switched to a new group. The rep noted that the patient was on a bipole program at a 90 pulse width and 1000 rate. The rep reported that they hadn¿t seen the patient yet, but they think they probably already reseated the controller battery pack and impedances had been excellent all along since the patient was closely monitored for a study. The rep later reported that the recharger cable was frayed and was getting hot and burning/stinging the patient, this had occurred more recently and it was assumed due to the heat of the frayed wires which were getting hot touching the patient¿s skin. The fraying cable had been noticed for a few weeks. The rep connecting a new recharger to a controller and received screen 77, rm04. The rep inspected the pins on the controller with no noticeable damage to pins, after connecting the recharger continued to recharge screen, without rebooting the controller. The rep later reported that the patient was using their controller with a brand new recharger from the rep and was charged the ins rather quickly to 40-50% with excellent quality for about 15 minutes but now was getting nothing but poor recharge quality. The rep had already stopped and started charging, reseated the recharger, reseated the controller battery multiple times, adjusted the recharger over the ins with no success. The rep reported that the ins was ¿right there¿ and could read the ins with the tablet. The rep used a fa controller with the existing recharger and saw poor recharge quality. Antenna locate screen resulted in 100s across the board both over and away from the ins and numbers didn¿t change at all. The rep went back to the original controller and existing recharger which resulted in poor recharge quality; the antenna locate screen resulted in 100s across the board both over and away from the ins and numbers didn¿t change at all. The rep was walked through the disable device function and there was poor recharge quality. The rep reported that the ins had dropped from 40-50% to in the red and the ins had been off during this troubleshooting. The rep noted that they were going to the patient¿s house to get the frayed recharger to see what it showed. It was reviewed that it appeared that the rep¿s recharger that was given to the patient may also be faulty. The rep later reported that he ran into his cs and noted that the cs provided a new recharger and the issue seemed to be resolved with the use of the cs¿s recharger. The rep reported that the recharger he used today of his own that he believed was now non-functional and there was poor communication; this was noted to be an out of box failure. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said that the recharger was replaced and everything was working fine now. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the rtm cable insulation was pulling away and the wires were exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted patient, health, device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.